Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 452 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer stated that they may have not received the insulin that was programed in their device prior to the high blood glucose. The customer was sent replacement sets.